Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for low fill was observed. Additionally, 20 retention samples were subjected to a draw test for low or no draw. All tubes were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for low draw based on the photos provided. Retention samples testing was satisfactory. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that during use with 50 bd vacutainer® sst¿ blood collection tubes the tubes had a low draw. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the overall negative pressure of this batch of blood collection tubes is insufficient, and some blood collection tubes do not even have negative pressure. In the case of blood collection tubes with insufficient/no negative pressure, blood can be drawn normally by replacing with new tubes.